Manufacturer narrative:
Additional information: h11: the device was tested on-site by a baxter technician at the customer facility. A review of the event history log did not identify the infusion on the event date; infusions of lesser volume were observed. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, flow rate accuracy testing were performed with no issues noted; the device met these specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion of IV medication. The pump was programmed to infuse 245ml of precedex, but when the pump beeps that infusion was complete, there was approximately 50mls of precedex remaining in the bottle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.